Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 189 mg/dl. Insulin pump will be replaced.